Event description:
It was reported that there was a cartridge alarm during basal delivery and loading sequence. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.